Manufacturer narrative:
Attempts are being made to obtain clarification regarding how the results were discrepant. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported three discrepant results with the ID now covid-19 assay on direct tested nasal kitted swab samples on various days from three separate patients. This report if for patient one of three. The patient initially tested positive with the ID now covid-19 assay on unknown date. The customer reported that the patient had a second test with the ID now covid-19 assay on (B)(6) 2022 which generated discrepant results. The customer reported that confirmatory testing had not been performed. Although requested, no further information regarding patient health status or outcome was provided.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 1062684 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1062684 and test base part number 190-430 / lot 1062684. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1062684 showed that the complaint rate is (B)(4). A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1062684 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. However, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.